Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2026 since infusion set cannula was bent after three hours of use. The insertion site was abdomen. The infusion set was in use for less than one day. The blood glucose level was 425 mg/d and ketones were positive (specific value unknown), and the patient got treated with intravenous fluids of saline and insulin. It was also reported that the patient experienced permanent kidney damage. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item